Manufacturer narrative:
Please note corrected data: the operator of the device is a healthcare professional and the initial report was also sent to the FDA. The report number is listed below. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports a patient event of pneumothorax requiring chest tube placement with insertion of a keofeed tube.

Manufacturer narrative:
Submit date:(B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to displacement of the feeding tube. Displacement of the feeding tube may cause pneumothorax. Per the instructions for use, an adverse effect like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution; this device should only be inserted by a trained clinician. The manufacture process of the device was running according to the defined parameters and specifications. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.